Event description:
The customer stated that she fell due to neuropathy in her legs, and the insulin pump broke. The customer went to the hospital, and was treated for a high blood glucose of 312 mg/dl. The customer also reported a blank screen and a full segment display on the insulin pump. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No damage to the screen was noted.